Event description:
It was reported that during a transfusion through the device, blood squirted out from the front of the vent. Blood got on the pt, nurse and floor. This happened with two different pts and devices. In both incidents the transfusions were almost completed when the events occurred. A pressure cuff was used during both transfusions. No pt or staff injury of any kind occurred.